Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/21/2020. A manufacturing record evaluation was performed for the finished device mm6734 batch number, and no non-conformances were identified. The following information was requested but unavailable: was the bleeding significantly more than expected from the surgery? Blood loss amount? How was it managed? Any other adverse patient consequences and what medical or surgical intervention was performed to manage them? All the answers are unobtainable.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the bleeding significantly more than expected from the surgery? Blood loss amount? How was it managed? Any other adverse patient consequences and what medical or surgical intervention was performed to manage them?

Event description:
It was reported that a patient underwent cut and suture of left thumb on (B)(6) 2019 and suture was used. The suture was broken when sewing in the surgery, leading to the dehiscence of partial wound which was completed sewing and the increase of issuing blood. Changed another one to complete the surgery. No additional information could be provided.